Event description:
It was reported that an ilet user experienced hyperglycemia after receiving a steroid injection for arthritis, with a continuous glucose sensor reading of 350 mg/dl and no device alerts or alarms noted. Customer care provided support that included user coaching on troubleshooting and education. Investigation of this case revealed an association with steroid treatment while the device appeared to function without reported malfunction. Symptoms included dizziness and lethargy. Outcomes included the need for clinical advice and education, with instruction to follow healthcare provider recommendations and an attempt to connect the user with clinical support. It was concluded that the event was hyperglycemia with an unclear cause relative to device performance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.